Manufacturer narrative:
Action being taken by the manufacturer: field safety notice, amendment / reinforcement of instructions for use.

Event description:
The screws that are threaded in the tibial base are too tight and it is impossible to loosen them.